Manufacturer narrative:
Device evaluation: the returned cadd pump had it lens is cracked. The customer's reported problem regarding "showed lec 1870 code" was able to be duplicated. Power up of the pump displayed lec 1870. Simulated use was able to download event log, able read out the pump error log and able to run the pump. The event log verifies that the event occurred (one 1870 alarm recorded). 1870 error is motor_timeout1. Pump was opened and motor tested normal. Visual inspection found the optical switch connector contact loose. The customer reported condition was confirmed. Problem source is unknown.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump displayed alarm code 1870. There was no patient involvement.

Event description:
Information was received indicating that a smiths cadd-legacy® 1 pump displayed alarm code 1870. There was no reported injury to the patient.